Event description:
It was reported the patient's blood glucose levels rose to 40 mmol/l (720 mg/dl) while wearing the pod for between 25 and 36 hours. The patient was swimming and the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient was vomiting and gave a bolus of 30 units for treatment. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.